Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. No model or serial number was provided by the user facility. The exact cause of the user's experience could not be conclusively determined, as the device was not returned for evaluation. However, insufficient cleaning could not be ruled out as a contributory factor to the reported event.

Event description:
Olympus was informed that during an esophagogastric-duodenoscopy (egd) procedure a small fragment of unk solid material came out from the distal end of a gastroscope, and fell inside the pt. The foreign material was not retrieved. There was no pt injury reported. The user facility was reprocessing the endoscope per olympus' reprocessing protocol; however, the user facility was using a shorter and thinner cleaning brush with the endoscope, which was not the recommended olympus manufactured brush.